Event description:
The customer reported to baxter healthcare one (1) clearlink paclitaxel set in which the spike became disconnected from an unknown 250 cc saline bag filled with taxol as the nurse was hanging the bag and unwrapping the tubing. Per the report, a spill occurred when the spike fell onto the lap of the male patient who was being treated for an unknown issue. There is patient involvement; however, there is no report of patient injury. No further information is available.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.